Event description:
The customer reported during a procedure the system displayed an error message code and locked. The surgery was completed by exchanging the system. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).